Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.116 ohm, specs 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.116 ohm, specifications are 0.001 - 0.100 ohm. Performed continuity test between power entry module (pem) ground and door post and resistance was 0.022 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Assignable cause for the unrelated rite failure of ground bond failure was undetermined. Device was sent to servicing.